Manufacturer narrative:
H3: one cadd legacy plus pump was received for evaluation. The event history log was reviewed and there were "1720 error code" messages. A functional check was conducted and the reported issue was able to be confirmed. The pump was found to be displaying "1720" error code message on power up when batteries were inserted. It was recommended that the back up capacitor to be replaced.

Event description:
Additional information was received indicating that there was no incident while the pump was in use.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump exhibited error 1720. No adverse effects reported.